Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and the fse inspected the iabp and was not able to reproduce the error upon power up. The fse checked the fault logs and found electrical test fails code #53, fault code #54, fault code #6 and fault code #5. Based on factory and the error codes the problem seems to lie with the solenoid driver board. The fse replaced the solenoid driver board and performed full functional testing. The iabp passed all testing and all values were within factory limits. The fse let the iabp pump for 20 minutes and no errors came up. The iabp was released back to the customer and cleared for clinical use.

Event description:
The customer reported that the cs100 intra-aortic balloon pump (iabp) displayed electrical test fails code #53 at start up, prior to procedure. No patient was involved and no adverse event has been reported.